Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Per the patient¿s friend/family member, the patient ended up with ¿c diff¿ (clostridium difficile) when he got the pump implanted. The patient was released from the hospital with no medication and active ¿c diff¿. The patient was released to rehab and not to home and was there for 2.5 weeks. The hcps (healthcare professionals) thought that he just had a stomach virus. The patient continued to get much sicker. They went back and got something like "clyomysin"; the reporter didn¿t really know the name of the medication. The combination of the medication and his diarrhea caused his ¿inr¿ (international normalized ratio) to go down too low which in turn caused him to have another possible stroke on (B)(6) 2014; his initial stroke was on (B)(6) 2008 prior to having the pump implanted. The patient had been to rehab 3 times since, but wasn¿t actually admitted. The patient was going to have an MRI due to the possible stroke. There was concern that the second possible stroke was related to the pump or ¿the process of it¿. The device system was delivering baclofen. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information on. If additional information is received, a follow-up report will be sent.